Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-10682. It was reported that the patient presented in hospital. It was noted that the patient had an infection with vegetation on the right ventricular and left ventricular leads. The leads were explanted. The patient was stable.